Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 18x1-1/2 rb contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. I just received a notification from one of our nurse managers at chester facility. Her staff have reported to her they are noticing particles of plastic when using this needle. Upon noticing this, they have now moved to using a different needle and are not seeing the particles with the different needle. We have pulled the needles from use with this specific lot number until further notice. We have been notified of an issue with the 18g x 1 inch needle (mpn 305918) specific lot number 5321940.

Manufacturer narrative:
(B)(4) follow up for device evaluation: the customer reported observing plastic particles during use of this needle. To support the investigation, five samples and three photographs were received for evaluation by the quality team. Three samples arrived without blister packaging and two arrived in sealed blister packs. A visual inspection was performed, no foreign matter was observed at the needle hub, needle, or plastic shield. The photographs depict a needle assembled to a syringe containing a white solution, with a dark speck visible at the bottom of the syringe. Based on the images, it is not possible to determine whether the speck is embedded, and no additional information could be obtained from the photographs. A device history record review was completed for material number 305918, lot 5321940. All required visual inspections were performed in accordance with specifications, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan and released for shipment. Device histories for the needle component lots used in the manufacture of this final lot were also reviewed, no documentation of this defect type was identified during the production runs. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned samples, the reported condition could not be confirmed.